Event description:
It was reported the device's IV lipid filter is not allowing lipids to pass through from IV tubing into the filter changing the filter did not fix the issue. No patient injury was reported.

Manufacturer narrative:
Device evaluation ((B)(6) 2022): one (1) used decontaminated sample outside its original package was received for investigation at mmon site. Sample which arrive is from code mx448hfb, not the reported code mx613h. A visual inspection and functional test were performed. Visual inspection: returned device was inspected under magnification identifying the occlusion point and the cause of occlusion. Results: it was identified occlusion on union of fll 550-102 and tube 105cd-02. Excess of solvent was identified as the cause of occlusion. Functional test: returned device was tested for water leak according to procedure mty-m-181 rev.102: monterrey assembly functional specifications and water/leak test. Result: one of the 3 fluid lines were occluded. Conclusion: through the analysis of returned device, it was concluded that the occlusion is caused due to solvent excess inside the tube during the bonding process. Defect was not detected during 100% obstruction test executed by production, as a black tape was adhere to the fixture m1120 which could potentially blocked the visibility of the operator to detect an obstruction condition on the product. Black tape was removed from the fixture m1120 to allow the test to be more visible for the operator. Awareness meeting with operators and quality inspectors about the failure mode reported on this complaint was held, documented on folio (B)(4) completed (B)(6) 2022.complaint data was reviewed on 04/feb/2022 and after reviewing the complaints history from february 2019 to date, it was found that this is the 2nd complaint related to occluded/blockage defect on the reported code: mx613h. Previous complaint (B)(4) was confirmed and actions taken.lot 4206678 from pn: mx613h was manufactured on smiths medical mmon site on (B)(6) 2021 per (B)(4) pieces. No discrepancies were observed during the manufacturing of this lot. The cause of the reported problem was traced to manufacturing process.

Manufacturer narrative:
Device evaluation ((B)(6) 2022): one (1) used decontaminated sample outside its original package was received for investigation at (B)(4) site. Sample which arrive is from code mx448hfb, not the reported code mx613h. A visual inspection and functional test were performed. Visual inspection: returned device was inspected under magnification identifying the occlusion point and the cause of occlusion. Results: it was identified occlusion on union of fll 550-102 and tube 105cd-02. Excess of solvent was identified as the cause of occlusion. Functional test: returned device was tested for water leak according to procedure mty-m-181 rev.102: monterrey assembly functional specifications and water/leak test. Result: one of the 3 fluid lines were occluded. Conclusion: through the analysis of returned device, it was concluded that the occlusion is caused due to solvent excess inside the tube during the bonding process. Defect was not detected during 100% obstruction test executed by production, as a black tape was adhere to the fixture m1120 which could potentially blocked the visibility of the operator to detect an obstruction condition on the product. Black tape was removed from the fixture m1120 to allow the test to be more visible for the operator. Awareness meeting with operators and quality inspectors about the failure mode reported on this complaint was held, documented on folio (B)(4) completed (B)(6) 2022. Complaint data was reviewed on 04/feb/2022 and after reviewing the complaints history from february 2019 to date, it was found that this is the 2nd complaint related to occluded/blockage defect on the reported code: mx613h. Previous complaint (B)(4) was confirmed and actions taken. Lot 4206678 from pn: mx613h was manufactured on smiths medical (B)(4) site on (B)(6) 2021 per (B)(4) pieces. No discrepancies were observed during the manufacturing of this lot. The cause of the reported problem was traced to manufacturing process.

Event description:
It was reported the device's IV lipid filter is not allowing lipids to pass through from IV tubing into the filter changing the filter did not fix the issue. No patient injury was reported.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The leakage is related to a supplier issue. DHR review was done, no issues related to the original complaint were found.